Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the basket was broken while being withdrawn through the endoscopy channel during a stone extraction procedure. The procedure was completed with another device. The device was returned, and it was found that one of the basket wires was partially separated from the cannula. There were no injuries or additional procedures, and no pieces of the device were left in the patient.